Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that dislodgement was observed on the ra lead and the lead pulled back into the supraventricular cava which resulted in no capture issue. The physician suspected that the patient pulled the lead back and does not believe there were any issues on the lead. Lead was explanted and a new lead was implanted. Patient was stable.